Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was unknown. Customer was able to resolve no delivery with a complete set change. Customer also reports that insulin pump did not alarm when in suspend. Customer woke up with blood glucose between 400 mg/dl and 500 mg/dl. Insulin pump did vibrate during self-test. Customer requested to have insulin pump replaced for failure analysis and requested analysis report. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.